Event description:
Healthcare professional reported a right side rupture diagnosed with MRI test. Subsequently, physician reported "a voluminous subcutaneous neoformation located near the right armpit of about 4 cm in diameter was removed and sent for histological examination, probably reactive to the release of silicone", also reported lymphadenopathy. The device is explanted and replaced.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as fold flaw opening. Silicone migration : unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side rupture diagnosed with MRI test. Healthcare professional additionally reported "completely torn implanted prosthesis, with massive spillage of the gel contained. During the same surgery, a voluminous subcutaneous neoformation located near the right armpit of about 4 cm in diameter was removed and sent for histological examination, probably reactive to the release of silicone." Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture diagnosed with MRI test. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.